Manufacturer narrative:
Background information: the quickie q700 mid-wheel drive power wheelchair in this incident was equipped with a quickie sedeo pro seating system. This system was equipped with a positioning belt (part number 250a837). Page 9 of the quickie sedeo pro seating system, section 4.5, discusses positioning belts. The positioning belt "can also be used to limit slipping and/or sliding that you might experience when the system is in motion." Based on the event description, it can be concluded that the end user was not using the equipped positioning belt, otherwise it may have prevented his fall from the wheelchair. The quickie q700 m general manual (247553 rev e) states that on a weekly basis connectors and cabling should be checked. It specifically states that this is to "ensure that all connectors are securely mated." The manual also instructs that owners should "check the condition of all cables and connectors for damage." Discussion: additional investigation was conducted because of our retrospective review of filings. Prior to the event, there were three calls related to concerns with the chair's speed. In the first call, the power seating harness was determined to be the most likely root of the problem, so this part was replaced. The second call provided that the previous part replacement did not solve the issue; further evaluation showed that the manual switch was out of adjustment and was corrected, thus fixing the problem. Based on the third call, the switch (pn 20010132) was replaced because the tab had broken, and the chair was in constant inhibit. The event occurred after the last replacement. The chair was returned and evaluated. The chair was verified to be stuck in "creep" speed and the root cause was traced to a disconnected cable from the tilt module. After reconnecting the cable, the "creep" speed was cleared and the chair drove normally. The fault log was checked and no faults corresponding to erroneous behavior were identified. No module failures were identified. No cabling damage was found. No damage to the replaced switch was found. The root cause of the creep speed was identified to be an incomplete insertion of the cable from the tilt module. It is not possible to definitively determine whether this occurred through manufacturing, through troubleshooting/repair processes by the dealer or by the user; however, evaluation of prior calls state that repairs were completed, and product was tested to perform to specification. It is most probable that during servicing/troubleshooting the cable running to the tilt module was either partially dislodged or dislodged and not completely re-inserted leading to the failure. Conclusion: this supplemental report is being filed based on additional evaluation post receipt of the returned product. The product in question met all product specifications before release for distribution at the time it was shipped to the customer. This device is used for treatment, not diagnosis. This is most likely not a malfunction and is not likely to result in serious injury or death if it were to recur.

Event description:
While user was riding along the sidewalk in his power wheelchair on november 27, 2020, the chair began reducing speed unexpectedly; the chair was almost moving at a "creep" speed . User tried to return to "normal" speed by moving the joystick in a forward motion. This action caused the chair to unexpectedly begin moving at normal speed causing the user to be thrown from the wheelchair when he drove into an embankment. End user was not injured at that time.

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
Background information: quickie q700 mid-wheel drive power wheelchair in this incident was equipped with a quickie sedeo pro seating system. This system was equipped with a positioning belt (part number 250a837). Page 9 of the quickie sedeo pro seating system discusses positioning belts. The positioning belt "can also be used to limit slipping and/or sliding that you might experience when the system is in motion." Based on the event description, it can be concluded that the end user was not using the equipped positioning belt, otherwise is may have prevented his fall from the wheelchair. Manufacturer's investigation: the chair in question was evaluated by the dealer (distributor) of this product. They were able to re-create the product issue. The chair began to function as normal and then, unexpectedly, shifted to creep speed without warning. Conclusion: while no injury occurred during this incident, the chair was performing in a manner that was unexpected by the end user which meets the definition of a malfunction. This incident is being reported as a malfunction due to the unexpected behavior of the chair. Sunrise will file a supplemental report once the chair is received in by sunrise and full inspection is completed.

Event description:
User was riding along at normal speed in his power wheelchair on (B)(6) 2020 and chair would reduce to creep speed unexpectedly. User was driving along sidewalk at normal speed and chair reduced to creep speed. In an attempt to return to normal speed, user used joystick to attempt forward motion and chair began moving at normal speed which was unexpected by the end user. End user ran into an embankment and was thrown from the wheelchair. End user was not injured at that time, but a repeat of this action could potentially cause an injury. Therefore, this adverse event report is being filed due to the chair performing in a way that was not expected by the end user and a potential for injury should the unexpected performance recur.